Event description:
Caller states that she received a result of 450mg/dl and took units of humalog to decrease her blood glucose. She stated that within 25 minutes she felt sweaty and dizzy as if her blood glucose waslow. She reports drinking orange jucie and testing 10 minutes later at 180 mg/dl. She did not seek medical treatment for the incident. No strips information provided. No quality controls were used. Requested return of suspect device and replacement was sent.